Manufacturer narrative:
System analysis/service repair: the system log files were reviewed; the reported error code was confirmed and determined to be the result of a faulty top cover assembly. The top cover was replaced, the system tested and verified to specification.

Event description:
It was reported that prior to beginning a prostate procedure and with the patient under anesthesia, an error 832 occurred that could not be cleared. The case was performed using an alternate procedure (turp). There was no patient injury reported.

Manufacturer narrative:
The replaced top cover assembly s/n (B)(4) was not returned to the manufacturer.